Manufacturer narrative:
(B)(4). The service engineer evaluated the device and ran the extended self-test only. No failure was detected. The ventilator passed the required testing.

Event description:
Customer reported stating that the ventilator generated a vent inop condition. It is unknown if there was a patient connected to the device.